Event description:
It was reported that following the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode and delivered an inappropriate shock due to suspected air entrapment. X-ray confirmed the presence of air around device. Therapy was deactivated until air is able to be absorbed. The device was tested with provocative maneuvers and no presence of noise was observed. Therapy was activated again and the device remains in service. No adverse patient effects were reported.